Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.24¿ from the base. Broken piece was returned.

Event description:
It was reported that during a da vinci-assisted rectal resection surgical procedure, the harmonic ace instrument blade broke suddenly. The customer used a spare instrument to proceed with the procedure. A fragment fell into the patient and was retrieved in the same procedure. No known impact or patient consequence was reported.